Manufacturer narrative:
The reported complaint is unconfirmed. The investigation of the returned coil system found the returned pusher with burn marks on the heater coil indicating the device was activated with a detachment v-grip controller. The unit was tested with the returned v-grip controllers and passed the 4-way continuity testing procedure; furthermore, the investigation found the pusher's monofilament with a mushroom shaped tip which is consistent with a successful detachment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for investigation. The investigation is ongoing. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication associated with use of the device.

Event description:
It was reported that during treatment of a recurrent basilar tip aneurysm by coil embolization, an embolization coil implant was placed in the aneurysm but would not detach. The physician decided to remove the coil and the implant unexpectedly detached in the microcatheter. The delivery pusher was used to push the implant into the aneurysm. There was no reported intervention or patient injury. It was reported that the patient was successfully treated without sequelae and was discharged the following day.